Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d2b, d4 (procode,lot,UDI), d6, g5 and h4. Corrected: d1, d2, d3, d11, g1 and h6 (device). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: corrected: h6 (device).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: update 6-oct-2020: the investigation was re-opened upon the receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) is used to capture minor injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient underwent a primary right knee arthroplasty due to osteoarthritis on (B)(6), 2019. Several post-operative right knee follow-up notes from 2020 indicated that the patient had been experiencing the following adverse symptoms: pain, discomfort, effusion, instability, multiple falls, difficulty walking, stiffness, and swelling. Multiple x-ray images also revealed lucency around both the tibial and femoral components indicating possible loosening. On (B)(6), 2020, the right knee was aspirated and showed no bacterial growth. The physician also indicated that the x-ray imaging showed a superficial spur of the proximal patella and tibia, soft tissue calcification, and intraarticular loose bodes in the suprapatellar joint space. There was no evidence of revision. The right knee was aspirated for culture with no bacterial growth. The patient had been wearing a right knee brace after the symptoms began without relief of symptoms. The physician indicated a possible planned right knee revision on (B)(6), , 2020. It was also indicated that the patient underwent a primary left knee replacement in (B)(6), 2011, involving unknown manufacturer products and subsequent revision of the left knee in (B)(6), 2013, also involving unknown manufacturer products.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient received subject knee replacement (B)(6) 2019. From (B)(6) 2020 he experienced pain, his leg gave out several times, he heard a clunking noise when walking. In (B)(6), he fell and a referred doctor said that the knee replacement appears to be loose on top and he will need additional surgery. Product information with model and serial number were not provided. Doi: (B)(6) 2019; dor: unknown (unknown knee).